Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked and leaked iodine. There was patient involvement. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed with a crack noted on the rim of the minicap. Functional testing was performed with a leak noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.